Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" with large ketones; although specific value was not provided. Cause was not known. Customer administered a correction injection to address the bg. Customer met with a healthcare provider to check pump settings and monitor ketones.